Event description:
The physician reported that the vns stimulation exacerbated patient coughing fits. Additionally, it was observed that the lead in the patient's neck seems to stick out more than it used to. It was noted that a device interrogation showed no issues with the device. Further follow up with the physician's office was performed. It was reported that the patient was hospitalized due to protrusion prior to the appointment and that the patient had significant issues with the vns worsening the patient's coughing fits. The physician notes that it is unclear what caused the patient's protrusion; however, the physician believes that it is perhaps related to the patient "straining" from coughing. No other relevant information has been received to date.